Event description:
It was reported during an esophagogastrectomy while using a tl90, the surgeon placed the stapler across the stomach, moved the alignment pin forward, and dialed down the adjustment knob. The device was fired and the stapler was removed. The surgeon was oversewing the staple line when he noticed there was a partial staple line. The case was completed by suturing the stomach. There was no consequence to the pt.